Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had the incorrect label information. The following information was provided by the initial reporter: "consumer reported that when she received her syringes they were not in the origianl boxes. She stated that she received 270 syringes, 10 per bag but the plastic bags were in another bag with the pharmacy label on the bag. Consumer was not able to read the lot #. Consumer received the correct count, no issues with the syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.